Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 33 months. The inspection of the pacemaker memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.

Event description:
This patient had diaphragmatic stimulation. The physician replaced this device with a crt-p, to take advantage of additional programming capabilities in order to program around the diaphragmatic stimulation. There are no known complaints associated with the functionality of this device. Should additional information become available, this file will be updated.